Event description:
It was reported that laparoscopic hysterectomy procedure, the blade was missing after use. It was located on the sterile field. Another device was used to complete the procedure. There was no patient consequence.